Event description:
It was reported a "pt developed a seroma, which appeared almost 6 months after completing xrt [radiation therapy]. It appeared suddenly, was very painful, and the doctor ended up aspirating it several times, due to the pain, before it completely resolved." Treatment included oral antibiotics "while the balloon was in place". Additionally, it was reported that the pt had "at least 1 cm of skin spacing between the balloon and the skin". We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the mammosite device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the mammosite system. If add'l relevant info is received, a supplemental medwatch will be filed.